Event description:
It was reported that during insertion of the catheter using a guide wire, the wire unravelled as it was being removed, and could not be withdrawn completely. The physcian broke the wire, and left a portion indwelling until the following day, until the patient had stabilized sufficienty to go to radiology. The retained wire portion was removed via a simple cut-down procedure. There were no patient complications.